Event description:
On august 16, 2022, the customer notified hillrom that she was injured in (B)(6) 2021 due to a mechanical fault pushing a "bed with blue handles", that the customer associates as being a hillrom bed, however this could not be confirmed. No bed serial number, bed model or bed name was provided. Multiple attempts to obtain additional details surrounding the event were unsuccessful. The employee reported the event as follows transporting the broken bed, put the bed in neutral to make it into the room" when she "took the bed out of neutral she heard a pop in her ribs." This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
On august 16, 2022, the customer notified hillrom that she was injured in (B)(6) 2021 due to a mechanical fault pushing a "bed with blue handles", that the customer associates as being a hillrom bed, however this could not be confirmed. The customer reported that the bed went from being "motorized to cement mode," she heard an audible pop, tearing the cartilage on the 10th rib bilaterally, and required two surgeries to repair them. No bed serial number, bed model or bed name was provided. Multiple attempts to obtain additional details surrounding the event were unsuccessful. A search of the hillrom complaint system was performed and there was no report matching this allegation. Follow up with a facility representative found that the complainant (staff member) submitted a report to the facility on (B)(6) 2021 (two days following the event, and the employees last day of employment due to resignation), the employee reported the event as follows, transporting the broken bed, put the bed in neutral to make it into the room" when she "took the bed out of neutral she heard a pop in her ribs." Follow up with the facility's biomed department found that there was no record of this reported event received, that the bed's drive batteries are routinely changed every three years (expected life), and this event is likely contributed to a dead battery. The intellidrive transport system is an optional feature of a hillrom bed. It is battery powered and is a motorized drive system which can be used to assist during transporting the bed/patient. One of bed's two power cables provides power to the bed as well as charges the battery for the intellidrive system. The bed's power cord should remain plugged into ac power whenever possible to allow the battery to remain charged. If the battery fails or there is a loss of motor power during transport, the device IFU provides instructions on how to perform a mechanical override so that transport can continue. Torn rib cartilage, or costochondral separation, occurs when the rib tears away from the cartilage. It can occur due to sports injury, motor vehicle accident, work injury, accidental fall, or strain on the torso. The separation will typically heal on its own, with rest, pain medication and the application of ice may help alleviate any associated pain. An inspection of the bed could not be performed and confirmation that a hillrom bed was associated with the event could not be obtained as the customer did not provide the necessary information to correctly identify the bed. It is possible that the reported loss of motorization is due to an uncharged battery (use error). However this event is considered a serious injury based on the reported need for surgical intervention. Therefore this is a reportable event. Based on this information, no further action is required.